Event description:
The facility reported the system display froze up during procedure. The case had not started, but the patient was in the or. They switched out the system to finish the case, and the other cases for that day were cancelled. There was no patient injury.

Manufacturer narrative:
A company service rep checked the system, replaced the host module, rechecked all functions; system met specifications. Further investigation and root cause analysis is in progress.